Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have high blood glucose of over 400 mg/dl for 3 days. He was trying to verify his pump settings. His current blood glucose is 320 mg/dl. The customer complained of having a headache from the high blood glucose but feels okay to troubleshoot. He treated with a bolus and with a manual injection. Troubleshooting was performed on the insulin pump to determine reason for high blood glucose. He reported that the drive support cap appeared normal. He declined to check for leaks or air bubbles or for site or insulin issues. He stated that his settings were correct. He was advised to change his infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. The insulin pump will not be returning for analysis.